Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that the r-wave amplitudes dropped during the last three checks. This follows higher readings in previous weeks and is a relatively new device. No patient adverse events were reported.